Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device and lead system were explanted due to infection. A model#4135 lead was implanted and was used for external pacing. The patient's device history was significant for another system explant due to infection on (B)(6) 2015. See report#'s 2124215-2015-11607, 2124215-2015-11609 and 2124215-2015-11610. Another model#4135 lead was used for external pacing at that time. Boston scientific received information that this patient died; however, the date of death was not reported. According to the local representative, the patient's death was attributed to multiple non-system related co-morbidities.